Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's left ipg had become inoperable. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which ipg had the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: protege ipg, model: 3771ans, serial: (B)(6), UDI: (B)(4), batch: 5274219.